Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
High pacing impedance was reported on the right ventricular (rv) lead during an initial implant procedure that occurred on (B)(6) 2021. The rv lead was not used and a new rv lead was successfully implanted. The patient was stable throughout the procedure.